Event description:
Infection control nurse states that on the day of the event after wearing the gloves, a nurse experienced swollen hands and bleeding. The nurse saw a physician who prescribed kenalog cream and instructed the nurse to wear vinyl gloves.